Manufacturer narrative:
Device evaluation by MFR.: the returned device consisted of a watchman fxd curve access system with blood in the device. The dilator was not returned. No damages or defects were found. Product analysis could not confirm the reported events as there was no damage or defect and clinical circumstances could not be replicated.

Event description:
It was reported that there was difficulty recapturing the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician attempted to recapture the closure device but was having difficulty due to a possible kink in the was. After multiple attempts the physician was able to fully recapture the closure device. The was and wds were both removed from the patient. A new was and new wds were then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.

Event description:
It was reported that there was difficulty recapturing the closure device. A left atrial appendage (laa) closure procedure was being performed. A watchman fxd curve access system (was) and a 35mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the patient but did not meet release criteria. The physician attempted to recapture the closure device but was having difficulty due to a possible kink in the was. After multiple attempts the physician was able to fully recapture the closure device. The was and wds were both removed from the patient. A new was and new wds were then used to successfully complete the procedure with the closure device implanted in the laa of the patient. There were no complications that were reported to have occurred as a result of this event.